Event description:
It was reported that during device preparation, of the 2.50x28mm xience skypoint stent delivery system (sds), there was no resistance removing the sds from the dispenser coil and no resistance removing the protective sheath; however, the stent was noted to be dislocated on the balloon of the sds. The procedure was to treat an 80% stenosed lesion in the left circumflex artery. Although the stent was noted to be dislocated on the balloon, the sds was attempted to be advanced into the guide catheter, but failed, so the sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size xience skypoint was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. It was reported that the stent delivery system (sds) was used in a procedure after it was observed that the stent was dislocated on the balloon. It should be noted that the xience skypoint instructions for use states not to use the stent delivery system if any defects are noted. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to dislodged stent before use include, but are not limited to, improper or inadequate crimping at the time of manufacture, forced sheath removal, or handling of the stent during preparation. Factors that may contribute to difficult to insert into the guide catheter include, but are not limited to, inner diameter of the guide catheter, outer diameter of the stent, and/or damage to the guide catheter or stent. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Additionally, it is possible that the reported stent dislodgement contributed to the difficult to insert; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H6: component code 515 added.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to insert could not be tested due to the device condition. The reported stent dislodgement could not be confirmed; however, it is possible that the flared stent struts noted during return analysis were misidentified as a stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. It was reported that the stent delivery system (sds) was used in a procedure after it was observed that the stent did not fully adhere to the balloon. It should be noted that the xience skypoint instructions for use states not to use the stent delivery system if any defects are noted. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a stent dislodgement before use include, but are not limited to, improper or inadequate crimping at the time of manufacture, forced sheath removal, or handling of the stent during preparation. Factors that may contribute to a difficult to insert into the guide catheter include, but are not limited to, inner diameter of the guide catheter, outer diameter of the stent, and/or damage to the guide catheter or stent. In this case, a conclusive cause for the flared stent struts cannot be determined. Additionally, it is possible that the noted flared stent struts contributed to the difficult to insert; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h6 - device was available for evaluation. E3 - occupation updated from "n/a" to "physician". H3 - device returned to manufacturer? Updated from 'no' to 'yes'. H6 - type of investigation code 4114 - removed. H6 - investigation conclusions code 4315 - removed. H10: addtl mfg narrative ¿ revised.